Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance 89 ohms to 128 ohms. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, advising that the high impedance is stable and recommend continuing to monitor. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.